Event description:
Customer reported: the pilot balloon on ett separated from the pilot line resulting in the ett cuff not being able to be inflated post intubation. The info provided suggests that decannulation and recannulation of a replacement tube was required. Customer confirmed that there was no add'l harm to the patient.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.